Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had been alarming no delivery and has been experiencing high blood glucose in the 300 to 400 mg/dl, once it was 500 mg/dl. Customer stated he fixed the issues and declined troubleshooting assistance. Customer is not returning the device for analysis.